Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that a pt presented with diffuse lamellar keratitis (dlk) in the right eye, one day following lasik surgery. Topical steroid dosage was increased to treat the event, which was resolved six days later. No further info is expected.